Event description:
It was reported to covidien on 07/20/2009 that a customer had a problem with a connecting tube. The customer states that while in use, the blue grip disengaged and fell into the patient cavity. The customer reports that it was able to be retrieved.

Manufacturer narrative:
(B) (4). An investigation is currently underway. Upon completion, the results will be forwarded.